Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to loss of osseointegration, 2 years and 6 months after implant placement. Bone quality around the area was not reported, and oral hygiene around the implant was moderate. Periodontal disease and pain were observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.